Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support to report that she had experienced a possible broken sensor wire approximately 3 weeks earlier, but that she was able to remove most or all of the wire from under her skin. Patient discarded the proximal and distal ends of sensor wire after removing them, so they were not available for laboratory evaluation. Patient's complaint reported no difficulty with the insertion process and she received readings without issue for a full 7 days. Patient reported that she experienced itching from the adhesive following removal of the sensor base, but that she used hydrocortisone and the site looks to be healing well. Patient reported a "small, red spot" where the sensor had been inserted, but stated that it was not raised and did not appear to be infected. This was the patient's first use of a dexcom sensor and she reported that she has not had these issues with any of her three subsequent sensors.